Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction, the second implant of the fast-fix did not deploy. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.